Manufacturer narrative:
On examination, the keypad was intact without damage. On testing, the up arrow button had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow and contrast buttons. The audio bolus button was noted to be unresponsive on testing. The button cover was removed for investigation and revealed the button slug was missing. The display was noted to be faded and discolored. The pump was opened for investigation and reveal moisture throughout the interior of the pump and on the display connector.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the buttons on tyhe pump were not responding to presses. The reporter confirmed that the keypad was intact with no cracks or peeling noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.